Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage at electronic assembly. There was also, moisture damage motor during visual inspection. Analysis was unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged and also exposed to moisture. Customer states that insulin pump was cracked where reservoir inserts on the side wall and screen was fogging up. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue the use of pump and revert to back up pan as per hcp¿s instructions. Insulin pump will be return for analysis.